Event description:
This unsolicited device case form france was received on (B)(4) 2014 from a physician. This case is cross referred with the case (B)(4) (same pt). This case concerns a 49 years old male pt who experienced injection site inflammatory reaction/inflammatory reaction in the joint of left knee after receiving treatment with synvisc one injection. Pt had experienced injection site inflammatory reaction 6 years before following synvisc injection. No past drugs, concomitant medication and concurrent conditions were reported. On (B)(6) 2014, the pt received treatment with synvisco one injection, once (dose, route, batch/lot number and expiration date: not provided) in joint of the left knee for arthritis of knee. It was reported that before the injection 3 ml of synovial liquid had been punctured. On (B)(6) 2014, after 11 days of receiving synvisc one injection, the pt experienced an inflammatory reaction in the joint the left knee. The same day, a puncture (knee effusion) was performed and unk amount of fluid was aspirated. The liquid had an inflammatory aspect, it was sterile and without crystals. Corrective treatment: triamcinolone hexacetonide (hexatrione). Outcome: recovered on unk date. Seriousness criteria: required intervention (steroid administered) french imputability: (B)(4) for injection site inflammatory reaction. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified an mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA was required. Follow up information was received on (B)(4) 2014. Global ptc number was added to the case. Additional information was received on (B)(4) 2014.